Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed and switched into safety mode. The customer uses a 300cm preassembled circuit set dry with an hme after the flow sensor (proximal to the patient) no visible fluid or debris was in the flow sensor line. Pre-operational check is done in the middle of transport. This occurrence was noticed during patient ventilation. Various alarms were observable both visually and through hearing. Tf 331001 (pvent pressure sensor defect), sv 346054 (safetyfailuredetected) and sv 385002 (safetyfailuredetected). The device log files were provided to hamilton. There patient involvement reported. This event occurred during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device alarmed and switched into safety mode. The customer uses a 300cm preassembled circuit set dry with an hme after the flow sensor (proximal to the patient) no visible fluid or debris was in the flow sensor line. Pre-operational check is done in the middle of transport. - this occurrence was noticed during patient ventilation. - various alarms were observable both visually and through hearing. Tf 331001 (pvent pressure sensor defect), sv 346054 (safetyfailuredetected) and sv 385002 (safetyfailuredetected). - the device log files were provided to hamilton. - there patient involvement reported. This event occurred during patient ventilation. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. ------------------------------------------------------------------------------------------ hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11